Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the implant of this device, there were observations of noise or non-physiologic deflections, some of which were oversensed. The clinical observations were suspected to be the result of air bubbles. No adverse patient effects were reported.